Event description:
It was reported following a permanent implant on (B)(6) 2024, the patient developed leg weakness and an inability to stand. The patient has been transferred to a rehab facility and still continues to have leg weakness but continues to improve.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.